Event description:
It was reported that the pt complained of tight knee. Removed tm monoblock tibia and put primary precoat size 2. Removed femur and replaced with lps flex size d right.

Manufacturer narrative:
Investigation in process.